Event description:
Clinical patient (B)(6) was implanted with advance male sling system on (B)(6) 2010. On (B)(6)2010, the patient presented with urinary incontinence, worsening incontinence. The physician determined event is related to the device. No medical intervention was taken, event is continuing.